Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller thinks the patient thinks that the implanted device is not working properly. The caller indicated the patient's family says she looks worse. They claimed the stimulator helped when it was working. A call was received later stating that they attempted to communicate with the implant but were unable to communicate. They state it appears the battery was in an overdischarge state. No further complications were reported or anticipated with this event.